Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was abandoned surgically due to infection. Moreover, this rv lead also exhibited high pacing threshold. Additional information was obtained indicating that the cause of high threshold was not determined. Further, the field representative verified that there was no infection noted with the rv lead. No additional adverse patient effects were reported.